Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 38 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was over delivering. The insulin pump will not returned for analysis.